Manufacturer narrative:
Medical device expiration date: na. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd synapsys¿ has been found experiencing specimen management issues. The following has been provided by the initial reporter: customer has reported that she was unable to retrieve a sample in synapsys (it was locked by a previous user).

Manufacturer narrative:
H6 investigation summary: no other issues were reported. This was logged against synapsys, material number 444150, serial number (B)(6). During investigation, bd service personnel confirmed that the sample was locked, as reported. After logging in and restarting the synapsys services, an iis reset was performed. Following this action, the sample was available to the current user and no further issues were reported. It is noted that samples automatically lock for 2 hours if not closed. Once locked, users must wait until the timer runs out for a sample to become unlocked again. Although exactly what transpired in this case was not determined, there is no indication of any synapsys malfunction or quality issue. Therefore, this case is assessed as an unconfirmed report. Complaints of this type were under statistical control for the month of march and no adverse trend is identified for reports of this type. Device history record review is not required for standalone software. Software operation (or functionality) is confirmed at the time of installation. Reports will continue to be monitored. However, as there is no indication of any adverse trend for reports of this type, no additional action is currently indicated.

Event description:
It has been reported that the bd synapsys¿ has been found experiencing specimen management issues. The following has been provided by the initial reporter: customer has reported that she was unable to retrieve a sample in synapsys (it was locked by a previous user).